Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that while using the dermatome to complete a skin graft, the dermatome was assembled correctly and as the dermatome touched the patient, it made a 2 inch straight cut in the patient's left upper thigh. The surgeon was aware and cosmetically repaired the laceration. It was reported that on the initiation of the dermatome harvest, a full-thickness skin cut was made with a dermatome at 12/1000-inch thickness proper set up. The dermatome and ablate were sent for testing. The dermatome was set up at 12/1000 inch thick and depth was checked with the tip of the scalpel blade. This set up of the dermatome was proper. The site of the harvest was infiltrated with injectable epinephrine solution in normal saline 1 amp per liter. Unfortunately, on initiation of the harvest with the first dermatome the dermatome made a linear full thickness cut on initiation. The harvest was stopped immediately, and dermatome was sent for testing. With a new dermatome, a split thickness skin graft 5 x 12 cm was harvested from the ipsilateral thigh uneventfully. This was meshed 1-1/2-1 and secured in place on the defect with staples. Wound vac was used as a bolster. The donor site was dressed with xeroform and island dressing. Short leg splint was applied with a generous (B)(4) bulky cotton padding. The patient tolerated the procedure well. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). .once the investigation is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, b5, b7, d10, g4, g7, h2.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the control bar was re-positioned and the unit was re-calibrated, and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.